Event description:
It was reported that the patient was experiencing pain at the battery site and having inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not send back due to hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model:sc-2218-50, serial: (B)(4), batch:7077229/7077339.